Event description:
A user facility returned the olympus, model ch-s190-xz-e, hd autoclavable camera head to olympus for repair due to a report that the video was "dark." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined no image was present due to cable failure. This report is submitted due to the finding of no image, identified during the device evaluation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no was image was present due to a cable failure. Additionally, it was noted that the coupler was stiff due to corrosion. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failed cable unit could not be identified. Olympus will continue to monitor field performance for this device.